Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz (B)(4).

Event description:
It was reported that during an emergency laparoscopic appendicectomy a small fragment of metal came off one of the black insulated tubes for a laparoscopic grasper mid procedure. A crack was heard, and a visible fragment of metal was seen to fly off onto the omentum. The grasper was removed and another device was used to remove the fragment of metal safely. It could visibly be seen that both small metal fragments that would normally sit at the shoulder of the instrument were missing. The procedure it was escalated, and a further fluoroscopy was taken. This led to prolonged anaesthesia. The fragment was retrieved by the surgeon, and it was confirmed by x-ray that there were no fragments left inside the patient. Due to the additional fluoroscopy and x-rays the event is deemed reportable.